Event description:
It was reported to philips that the system gave an alert indicating a button was active when booting, preventing geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was completed as planned after the patient was moved to another system. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. Troubleshooting determined that the geo (geometry) module was the cause of the enable movement (enmv) request signal being active during system startup. The geo module was replaced and was returned for failure analysis. Failure analysis confirmed the reported problem. An issue with the main board of the geo module had caused the reported problem. After replacement of the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.